Event description:
Information received by medtronic stated that the insulin pump had cracked at battery compartment. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on 08/19/2021 cracked on back of pump. Constant pump error 43 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test due to pump error 43. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, missing display window cover and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube).